Manufacturer narrative:
H3- device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy procedure using an amplatz ultra stiff ptfe fixed core wire guide, the distal end was "sheared off". An unspecified stent was unable to be advanced over the complaint device. A new pusher was opened, but the stent still could not be advanced. After the procedure, the device was checked, and a significant portion of the distal end appeared to have been sheared off. No scopes other than the ascend scope were used during the case. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Upon return and preliminary evaluation of the device, the coating was separated.